Event description:
It was reported that the tip of the 90-s serfas probe broke off in the shoulder of the patient. The tip was recovered and the surgery was completed successfully with another probe.

Manufacturer narrative:
Additional information will be provided once investigation is completed.